Event description:
Bilateral silicone breast implants implanted several years ago. Unsure of exact date. Unknown MFR. Progressive chest pain and deformity of right breast. Severe contractures and bilateral mastadenitis. Bilateral ruptured implants. Surgery performed: bilateral capsulotomy and removal of breast implants with replacement with saline breast implants.